Manufacturer narrative:
This spontaneous case describes the occurrence of pregnancy with contraceptive device ('contraceptive failure of essure'), foetal death ('essure caused the death of babies conceived during its use') and device dislocation ('detachment of this device') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "contraceptive failure of essure". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced foetal death (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device, foetal death and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as fetal death. The reporter provided no causality assessment for device dislocation, foetal death and pregnancy with contraceptive device with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the reporter is not possible. Amendment: the report was amended for the following reason: nullification: reason: no adverse event was reported, no hint that a concrete patient was involved. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pregnancy with contraceptive device ("contraceptive failure of essure"), foetal death ("essure caused the death of babies conceived during its use") and device dislocation ("detachment of this device") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "contraceptive failure of essure". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced foetal death (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device, foetal death and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as fetal death. The reporter provided no causality assessment for device dislocation, foetal death and pregnancy with contraceptive device with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on 19-feb-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a non-healthcare professional and describes the occurrence of pregnancy with contraceptive device ("contraceptive failure of essure"), foetal death ("essure caused the death of babies conceived during its use") and device dislocation ("detachment of this device") in female patients who had essure inserted. Other product or product use issues identified: device ineffective "contraceptive failure of essure". On an unknown date, the patients had essure inserted. On an unknown date, the patients were found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced foetal death (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device, foetal death and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as fetal death. The reporter provided no causality assessment for device dislocation, foetal death and pregnancy with contraceptive device with essure. Further company follow-up with the other is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.